Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was to be implanted in the left principal bronchus to treat a malignant stenosis causing esophageal compression during a bronchial stent placement procedure performed on (B)(6) 2025. During stent deployment, the stent deployment suture broke, preventing the stent from deploying. The stent was removed from the patient, fully covered by the stent deployment suture, and the procedure was successfully completed using another device of the same type. No patient complications were reported as a result of this event, and the patient's condition following the procedure was described as stable. Note: this event has been deemed MDR reportable based on the investigation results, which revealed that the tip was detached. Please refer to block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation result of tip detached/separated. Block h11: an ultraflex tracheobronchial distal release stent was received for analysis. The stent was returned fully covered by the stent deployment suture. Visual inspection revealed that the tip was detached and was not returned. The stent deployment suture was found to be broken. Additionally, media inspection confirmed that the image shows a broken stent deployment suture. No other damage was noted to the stent or the delivery system. Product analysis confirmed the reported events of a stent deployment suture break and stent deployment failure. Procedural factors, such as lesion characteristics, device handling, and the technique used by the physician (including the force applied), likely contributed to the observed damage. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was to be implanted in the left principal bronchus to treat a malignant stenosis causing esophageal compression during a fiberoptic bronchoscopy with bronchial stent placement procedure performed on (B)(6) 2025. Prior to stent placement, the patient was intubated for oxygen delivery, and the tip of the ultraflex delivery system was intentionally cut to accommodate the bronchoscope. During stent deployment, the stent deployment suture broke, preventing the stent from deploying. The stent was removed from the patient, fully covered by the stent deployment suture, and the procedure was successfully completed using another device of the same type. No patient complications were reported as a result of this event, and the patient's condition following the procedure was described as stable. Note: this event has been deemed MDR reportable based on the investigation results, which revealed that the tip was detached. Please refer to block h11 for the full investigation details.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected. Block h6: imdrf device code a0501 captures the reportable investigation result of tip detached/separated. Block h11: an ultraflex tracheobronchial distal release stent was received for analysis. The stent was returned fully covered by the stent deployment suture. Visual inspection revealed that the tip was detached and was not returned. The stent deployment suture was found to be broken. Additionally, media inspection confirmed that the image shows a broken stent deployment suture. No other damage was noted to the stent or the delivery system. Product analysis confirmed the reported events of a stent deployment suture break and stent deployment failure. Procedural factors, such as lesion characteristics, device handling, and the technique used by the physician (including the force applied), likely contributed to the observed damage. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to the procedure.